Event description:
Follow up reported, the patient had concerns regarding their device or therapy and they were working with their doctor or medtronic representative. It was also noted, the patient had concerns with having to charge every two days. Patient had two programs running on the stimulator and the battery would run low after two days. Patient had to sit for at least three hours with their recharger to get their stimulator to about 2/3 full and the patient could no longer sit. Patient could not get their stimulator to full charge. The patient had fallen asleep on the recharger and did not get a full charge. The recharger runs out of battery in a week and the patient had to put it on the ac power supply. The patient had been under the impression they would not have to sit with their recharger but once a week or for a short time every few days. Patient had also been concerned with the level of pain relief. The patient had not had near the same pain relief they had with the trial, but there was some pain relief. The patient had an appointment scheduled for (B)(6) 2012. Additional follow up reported, the patient had been running two programs at high outputs and they were reprogrammed. Additional follow up reported impedances were within normal limits. Patient was reprogrammed which resulted in lower amplitudes being used. Recharging procedure was reviewed. Patient seemed very satisfied with their appointment and results. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient experienced a 'call your doctor' icon and 'out of regulation' (oor) condition every time she turned on the implantable neurostimulator (ins). The patient also noted she woke up several times at night for pain pills. The ins was found to be off when she woke up that morning. The patient also reported the stimulation becomes 'weaker and weaker.' It was recommended that the patient decrease the stimulation settings until the ins could be reprogrammed. The patient stated she was able to adjust stimulation, but the ins settings 'wouldn't hold' and the ins would turn off. The patient stated she believed she had a faulty device and also reported that it was losing its charge faster than expected. Additional information was received from the manufacturer's representative that reported the patient's ins was reprogrammed and the situation was resolved. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-39, lot# n337019, implanted: (B)(6) 2012, product type accessory.